Manufacturer narrative:
In response to FDA report number mw5087602. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency, "rupture." This record is for the right side. The device remains implanted.